Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "bd 50 ml syringes may have debris within the syringe. Because the constituents of the debris are unknown, the potential harm to the patient is also unknown."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A DHR could not be performed due to unknown lot#.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "bd 50 ml syringes may have debris within the syringe. Because the constituents of the debris are unknown, the potential harm to the patient is also unknown."